Manufacturer narrative:
Product analysis : analysis confirmed the reason for return. The disk space for printing is full, but printer was working correctly. Software reconfiguration will be performed to eliminate possible software issues. Floppy drive does not read floppy disk. Stylus tip position on touch screen needs calibration. Replaced floppy drive. Connector for touch screen cleaned and re-seated. Touch screen was calibrated. Software re-installed and updated to newest version. Device is cleaned. Passed all electrical safety tests. Passed all final functional, electrical, and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was unable to update the programmer with the latest software, and was also unable to print. The unit was expected to be returned. No patient complications have been reported as a result of this event. It was further reported that the product was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.